Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and device history record (DHR) review. The DHR was made available to olympus for review. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A visual inspection was performed on the received condition of the device; it was observed that the transducer receptacle was misaligned, however still functional. Functional tests on the spl-s, using a test transducer model spl-t, along with test foot switch model spl-fs and test probe were performed. Spl-s was powered on and verified that light ring around power button was blinking. The transducer receptacle was noted misaligned due to mishandling, however, is still functioning properly. The test transducer was inserted into spl-s transducer receptacle and was engaged with a click indicating transducer was properly connected; light ring stopped blinking confirming that the spl-s recognized the test transducer. Standard power button and high power button were both simultaneously activated and confirmed both buttons were properly working. Foot switch was also tested with spl-s and provided output with no issues. Output values were measured and verified within specification. Based on the evaluation, olympus was unable to confirm the user complaint.

Manufacturer narrative:
The suspect device has been returned to olympus. The results of the device evaluation will be submitted on a follow up report once the evaluation has been completed.

Event description:
A user facility reported to olympus that they tried to use the shockpulse-se lithotripsy system and it did not function as expected; the problem was described by the user facility as "it's not doing anything." There was no patient injury or harm associated with the problem reported to olympus.